Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿pleural dye marking using radial endobronchial ultrasound and virtual bronchoscopy before sublobar pulmonary resection for small peripheral nodules¿. The literature reported the result of the following procedure between april 2016 and june 2017. Video-assisted thoracoscopic wedge resection: 11 cases. Robotic-assisted thoracoscopic surgery: 11 cases. There was a possibility that the above procedures were performed using um-s20-17s and bf-mp60. The literature reported that 2 patients developed prolonged air leak which caused extension of the hospitalization of the patients for 7 or 8 days. Based on the available information, a direct relationship between the subject devices and the reported adverse events could not be determined. Omsc is submitting four mdrs according to the number of the adverse events. This report is 2 of 4 reports for prolonged air leak (2 of 2) at um-s20-17s.